Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right posterior tibial artery. A non-boston scientific sheath, microcatheter and guidewire were advanced and placed, and the inflation was performed using a 1.5x40 coyote balloon catheter. Subsequently, this 2.5mm x 220mm x 150cm coyote balloon catheter was used and inflated; however, it ruptured at 12 atmospheres during the third inflation for 30 seconds. The device was removed without any problems. The balloon was replaced with a 2.5x150 coyote balloon and the inflation was continued followed by an additional dilation at the distal side with another 2x40 coyote balloon. The procedure was completed, and no complications were reported. The patient was in good condition after the procedure.